Event description:
Caller reported experiencing multiple intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the cartridge and resumed insulin delivery. Despite recurring occlusion issues, the caller declined further assistance, and the case was subsequently closed by technical support.